Event description:
The pt stated that, he has chronic issues with erratic blood glucose. He stated, that in 2007, he collapsed due to low blood glucose. He stated, he drank milk and ate "fruit leather" to raise his blood glucose. He stated that, he then primed his infusion tubing and he was not able to get insulin to drip from the infusion tubing even after priming 13 units. The pt stated that, he believes there is an issue with his infusion device. The pt's blood glucose at the time of the report was 309 mg/dl. He did not know what his normal blood glucose range was. He also stated that, he has air in his system. The pt was advised to switch to his backup infusion device. The pt called back later the same day to report he had switched to his backup infusion device and he was still having issues with his blood glucose. Two days later, the pt reported that, he was still having issues with his blood glucose and he requested assistance from a trainer. He stated he had been trying to contact his physician but was not able to reach him. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.